Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited t wave oversensing in the left ventricular (lv) channel. (B)(6) technical services (ts) was consulted and reviewed evaluation options and reprogramming options. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).